Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 the customer reported that there is a crack at the back of the pump. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, partially broken retainer ring, cracked retainer ring, partially detached retainer ring. In summary, the customer¿s report of a crack at the back of the pump was confirmed during visual inspection. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at back belt clip area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.